Event description:
The devices were implanted in 2004, 3 days later the facility's charge nurse informed the MFR's. Territory manager of the following: x-ray revealed that the cannula on the right side of chest-lateral valve detached from valve stem. 2 days ago, the nephrologist placed a temporary catheter in the femoral area for acute dialysis session. The femoral catheter was removed immediately following the dialysis session. The implanting surgeon scheduled a revision 3 days later. The interventional cardiologist at the facility removed the lateral cannula from the patient in the special procedures lab (spl). After explant, it was apparent the tip attached to the valve appeared to be torn or cut. In addition, during removal of the detached lateral cannula, the interventional cardiologist used a traumatic instrument on the distal end to remove from the right femoral vein. The implanting surgeon reopened the lateral pocket and excised the valve from the suture and reinserted a new cannula through the same venous access site and attached it to the lateral valve stem. The surgeon then checked flow with a 14-gauge needle and achieved flow. The patient successfully dialyzed the following day with flow rate of 450mm/minute. Also, it was noted that during the initial implant procedure, no instruments were used at the attached section to the valve. The surgeon used 4x4 gauze to attach each cannula to each valve, checked flow with saline infusion through a 14-gauge needle provided with the product after initial implant, and there was good flow upon aspiration. Additionally, it was noted that to date the patient was dialyzing successfully. No further details were provided.